Event description:
Product analysis was completed on the returned lead. The lead was returned in 5 portions with the anchor tether and second electrode not returned. A coiled portion of the lead was encased in a large piece of body tissue. There were white deposits along the lead bod, which; energy dispersion spectroscopy found to contain silicon, phosphorus, sodium, magnesium and calcium. Product analysis identified two lead fractures in the lead body. With regards to the first fracture, scanning electron microscopy found that one strand break had evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. The other three strand breaks' fracture mechanism could not be identified due to mechanical damage. Pitting/corrosion was observed in the area of the fracture. With regards to the second fracture, scanning electron microscopy found that three of the coil strands at the fracture had evidence of a stress induced fracture (fatigue appearance. The final strand's fracture mechanism could not be identified due to mechanical damage. Corrosion was observed in the area of the second fracture. The corrosion at the lead fracture sites provides evidence that stimulation was present for some time after the fractures occurred. Finally, an abraded opening in the inner and outer tubing at the location of one of the lead fractures. Two other abraded opening were identified in the outer tubing. These openings provided a leakage path for body fluids into the inner and outer tubing. No further anomalies were identified. Product analysis was completed on the returned generator. As received, the generator was in near end of service condition (neos-yes). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and was in ifi-yes condition. No further relevant information has been received to date.

Event description:
It was reported that prior to a generator replacement case, high impedance was detected on the patient's generator. The device was programmed at 2.75ma and the current delivered was 0.75ma. There were no visible fractures, but at the end of the lead that inserts into the generator there was a white material on the outside of the lead. The surgeon did try to remove it, but nothing would come off. The lead and generator were replaced. The explanted products were received but product analysis has not been completed on the suspect device has not been received to date. No further relevant information has been received to date.